Event description:
The customer's mother stated that the customer was treated by the paramedics, due to low blood glucose levels. The customer's blood glucose reading was 26 mg/dl when the paramedics arrived. Prior to the event, the customer was experiencing high blood glucose levels. The customer over-treated and ended up going low. The mother stated that the same thing happened the very next day. The customer over-bolused and the paramedics arrived to treat a blood glucose reading of 36 mg/dl. The mother stated that the healthcare professional advised her to take the customer off the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.